Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "environmental contamination". Customer reported that all of their patient samples and qc were n1 positive on biogx. Customer cleaned the instrument but their negative qc is still n1 positive. Customer performed extended environmental monitoring. Customer was not able to clean the instrument. Application specialist visited and assisted in cleaning and environmental monitoring. Customer transferred over to bd-sars-cov-2 assay. Follow-up meeting determined that the instrument is functional and the issue has been resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 25aug2020 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as the issue is not induced by the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿ system the following information was provided by the initial reporter: "customer problem: all patient samples and qc came out pos for n1."

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: biogx sars-cov-2 open system reagents for bd max¿ system the following information was provided by the initial reporter: "¿ customer problem: all patient samples and qc came out pos for n1"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4).